Event description:
It was reported that the implant becomes loose in the delivery system due to damage at the connection point. The procedure was completed using another implant of the same size. Tooth site: 36.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt485, (osseotite® tapered implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. Removal damage was identified. The implants drive feature was damaged. DHR review was completed for the subject lot number 2120026192. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120026192 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.